Manufacturer narrative:
Product complaint :(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address possible infection and possible loosening of the tibia at the cement to implant interface. Cement manufacturer is from competitor. Removed sigma cr 2.5 femur and size 2.5 tibia. Convert to ps knee. Balanced well. There was a 10 minute surgical delay. Doi: unknown. Dor: (B)(6) 2018; left knee.